Event description:
It was reported that the pt heard a strange noise on his implanted side while he was on a bus. After a while, he suddenly heard a very loud beep. He then felt dizzy and throw up several times. The pt is hearing the beep noise every time he wears the processor. All external parts have been exchanged, but he still hears the beep. A new fitting was done, where two additional electrodes have been turned off. Now 4 electrodes are turned off and the pt does no longer hear the beep sound.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.